Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had prime fill anomaly. The customer reported that the insulin come out of the needle when filling the tubing the insulin pump stops after 4 seconds. The customer¿s blood glucose level was last night 600 mg/dl to 250 mg/dl and this morning 400 mg/dl at lunch. Customer stated that they did manual injection with pen 7 units. Customer current blood glucose level was 138 mg/dl and other blood glucose level was 41 mg/dl. The customer was declined to troubleshooting for high blood glucose. Customer stated that they forgot to eat or to many carbs. The insulin pump will be returned for analysis.